Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The field service representative performed a manual cleaning of the instrument, and nothing abnormal was found. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t high sensitive (tnt hs) results for 1 patient sample on a cobas 6000 e601 module. The initial result was 76.70 ng/l and the repeated result was 11.48 ng/l. On (B)(6) 2021 the sample was repeated and the result was 10.57 ng/l. The initial result was reported outside of the laboratory to medical personnel. The reagent lot number is 459549. The expiration date was requested but not provided.

Manufacturer narrative:
The repeated results were believed to be correct. The customer's calibration and qc were acceptable. There is no indication for a performance issue of the reagent or the instrument. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.